Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2020 at 11:51 am, the meter result was 4.1 inr. At 11:54 am, the meter result was 5.1 inr. At 12:54 pm, the result from the laboratory was 2.8 inr. On (B)(6) 2020 at 11:15 am, the meter result was 4.6 inr. At 12:15 pm, the result from the laboratory was 2.7 inr. The customer's therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
The reporter's meter and test strips of lot 449498-22 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch fields d9 and h3 were updated.